Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two opened and or used sensors were tested. One of two sensor failed per high readings and the remaining sensor passed per specifications.

Event description:
It is reported that the patient's insulin pump is reading highly differentiated blood glucose and sensor glucose readings. The patient's blood glucose level was 292mg/dl. Trouble shooting was conducted. Device is not being returned. No further information available.